Manufacturer narrative:
Evaluation results: severely angulated aorta. Surgical conversion. Evaluation summary: the delivery system was returned and its evaluation has been completed; however, half of the slider handle was not returned. The quick disconnect was found detached and extended approximately 21 cm from the back end of the device. The tapered tip was found extended approximately 1.3 cm from the end of the graft cover. Severe kinks and twists were noted along the length of the graft cover. It was observed that the graft cover has been cut from the lower t-tube section, which remains attached on the blue slider. The trigger functions properly and without difficulty. There was a gap of 4mm noted at a twist located at the base of the stent graft. After the "bail-out" procedure had been employed, it still would not have been possible to deploy the graft due to the damage of the delivery system components. Due to the condition of the returned device, it was not possible to determine any device related failure.

Event description:
A talent aorto-uni-iliac stent graft system was inserted in a patient for the endovascular treatment of a 6 cm abdominal aortic aneurysm. The patient suffers from prostate cancer and has a large tumor tissue around the aorta where the aneurysm is located. The aorta makes two 90 degree turns. Despite this anatomy, it was elected to attempt endovascular treatment with the talent aorta-uni-iliac stent graft system. It was reported that during the delivery system advancement it kinked due to the turns in the aorta and it was not possible to deploy the stent graft using the handle. Further attempts to deploy the stent graft were unsuccessful. The decision was made to convert to open surgery. No additional clinical sequelae were reported. The delivery system was returned and its evaluation is pending. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product aneurx aaadvantage stent graft system.